Event description:
The user facility reported a 74-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a leak was noted on the yellow to clear, yellow purge connection to the reservoir, filter on impella cp. It was unsure of when the leak began. It was not noticed in the cath lab or on initial transfer to the or. There were no issues until after the CABG (coronary artery bypass grafting) was started and the purge low alarm sounded. The purge cassette was changed, and alarm continued. A successful purge reservoir/filter bypass was completed. There was no interruption in impella support during the entire CABG case. No further alarms noted. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation of purge leak has been completed. The root cause of the pump purge leak was a leak from the sidearm but the exact location of the leak was unknown since the product was not returned. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12566: d4 model number. E4 should have been left blank.